Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on january 01, 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that the cause is unknown and recommended device replacement. At this time this device remains in service. No adverse patient effects were reported.